Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted. (B)(6).

Event description:
It was reported that the unit had problem "equipment set at 6 but was cutting like 10-12". Skin graft was thicker than needed. The issue occurred during surgery. Subsequently this caused no patient harm and there was no delay. It was stated that the graft harvest was able to be used and no additional unplanned graft harvest required from the patient. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). On october 12, 2018, it was reported that the unit had a problem, it would be set at 6 but was cutting like 10-12. Skin graft was thicker than needed. Further follow-up noted that the device when set at 3 was cutting like it was at 8, emphasizing that the device was cutting thicker than what setting it was being set to. The customer returned an air dermatome device, serial number: (B)(4), for evaluation. The customer also returned a hose and 1"/2"/3"/4" width plates, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet taiwan/zimmer biomet surgical has previously repaired/evaluated air dermatome serial number: (B)(4) seven times as documented in the repair reports in livelink. The last repair was september 12, 2018 where it was reported that the equipment was set at "6 but it was cutting like 10-12" and the motor, bearings, o-ring, seal, reciprocating arm, hinge throttle gasket, and screws were replaced. This is not a related issue. Product review of the air dermatome by zimmer biomet taiwan on october 22, 2018 revealed that the calibration was within specifications. The motor speed was within specifications and the control bar was in the correct position. The head and control bar were both nicked. The pig skin test was performed with photos attached to the current repair report. Repair of the air dermatome was performed by zimmer biomet taiwan on october 24, 2018 which included replacement of the machined head, control bar, die cast aluminum lever, and ball plunger. Air dermatome, serial number: (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during the product review by zimmer biomet taiwan it was noted that the device was within calibration specifications. The device was tested in a pig skin lab and operated as intended by producing acceptable sample grafts at the desired thickness setting. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet taiwan it was noted that the device was within calibration specifications. The device was tested in a pig skin lab and operated as intended by producing acceptable sample grafts at the desired thickness setting. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.